Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3. E1:patient country: puerto rico, u.s. Patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in puerto rico, u.s. It was reported that patient faced 3 infusion set having moisture in the part of cannula on (B)(6) 2024. The blood glucose level was 367 mg/dl at the time of event and was managed by manual correction. No further information available.